Event description:
It was reported that the patient experienced discomfort with the implanted system. The device was pressing against a nerve (or something) and the patient was having terrible pains where the device was implanted. The system has been explanted. There were no additional adverse patient effects.